Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and was not able to enter blood glucose to insulin pump. Customer's blood glucose level was 599 mg/dl. Customer was held down the up button and goes back to 20. The customer had very dry mouth. The customer guided on how to enter blood glucose properly and customer did a bolus. Customer did not felt ok to troubleshooting. Customer was advised to monitor blood glucose and contact healthcare professional. Customer stated that she had an infection on her foot and she was under medication. The insulin pump was not returned for analysis.